Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) at reported that a fresenius 2008t hemodialysis (hd) machine at a user facility that had burned ribbon cables on both the concentrate pump and the bicarb pump. The burned ribbon cables were found during annual preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The res technician replaced the deaeration motor and the deaeration pump head, along with the concentrate pump and bicarb pump to return the machine to service. The unit passed all functional tests and was returned to service at the user facility without issue and without reoccurrence of the event.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. It was confirmed that a fresenius regional equipment specialist (res) replaced the deaeration motor and deaeration pump head, as well as the concentrate pump and bicarb pump to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.